Event description:
Philips received info from the customer that reported after typing in a pts mrn (medical record number) on the CT worklist (his/ris), the technologist selected the pt info which was returned from the his/ris. The operator performed the surview scan and recognized that a different pt's name was on the surview. The operator ended the exam, reselected the correct pt info, and rescanned the pt. There was no report of misinterpretation or mistreatment due to this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).